Manufacturer narrative:
Supplemental report being submitted as the investigation was completed on (B)(6)2020. Device evaluation this file relates to pr (B)(4) and pr (B)(4). For details of the other investigations, please refer to the aforementioned complaint file numbers. This file investigates the use of a non-recommended wire guide with the replacement enbd device which the user placed successfully to complete the procedure. The enbd-7-liguory-rt device of lot number cf1618077 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review prior to distribution enbd-7-liguory-rt devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for enbd-7-liguory-rt of lot number cf1618077 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1618077. The product label indicates to the user that a 0.035¿ wire guide should be used with the drainage catheter. Image review ¿ n/a. Root cause review a definitive root cause of the user not reading and/or following the IFU was identified in the laboratory. As per the product label a 0.035¿ wire guide should be used with the drainage catheter. From the information provided it is known that the user used a 0.025¿ wire guide with the device. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as the investigation was completed on (B)(6) 2020. User error: incorrect size wire guide used with device. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
PMA/510(k)#: k180868. Imdrf annex g code: g07001 - part/component/sub-assembly term not applicable. This supplement report is being submitted as a cancellation report, the incorrect risk category was assigned this has now been amended overall risk assessed as category iia . This file no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. This file investigates the use of a non-recommended wire guide with the replacement enbd device which the user placed successfully to complete the procedure. The enbd-7-liguory-rt device of lot number cf1618077 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution enbd-7-liguory-rt devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for enbd-7-liguory-rt of lot number cf1618077 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1618077. The product label indicates to the user that a 0.035¿ wire guide should be used with the drainage catheter. Image review ¿ n/a. Root cause review: a definitive root cause of the user not reading and/or following the IFU was identified in the laboratory. As per the product label a 0.035¿ wire guide should be used with the drainage catheter. From the information provided it is known that the user used a 0.025¿ wire guide with the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplement report is being submitted as a cancellation report, the incorrect risk category was assigned this has now been amended overall risk assessed as category iia . This file no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. A reporting precedence does not exist for this event and no injury or adverse effects were reported to the patient.

Manufacturer narrative:
PMA/510(k)#: k180868. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error: incorrect size wire guide used with device. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.